Event description:
During index procedure, two endeavor sprint rx drug-eluting stent were implanted abutting to the proximal lad. (Reference MFR number 2953200-2009-00693) pt was asymptomatic at 30 day and six month follow up. Approx eleven months post index procedure, a spontaneous gi bleed is reported to have occurred. This event cause the pt to be hospitalized. Pt received a transfusion of two units of packed red blood cells. Investigator states the event was not related to the study stent. Pt is asymptomatic at 1 year follow up.

Manufacturer narrative:
Results (gi bleed).